Event description:
Reportedly, the instrument was closed on rectum 7cm from anal verge. When he began firing, the approximating lever popped open and staples opened (no b shape) fired some penetrating the tissue. He resected lower leaving this part intact, performed the anastomosis with another roticulator and pceea. Where these nonformed staples were, showed leaks when tested. He did double layer closure until no leak was seen. Took 10 more surgical time. Sex: unk. Procedure: colectomy.

Manufacturer narrative:
11/3/06: initial report sent to FDA.